Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The rv ring, df-, and lvp header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and an unknown right ventricular lead through the remote monitoring system. Attempts to obtain additional information were unsuccessful. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this ICD and rv lead continued to exhibit high out-of-range shock impedance measurements greater than 200 ohms. A revision procedure was performed wherein the patient was safety paced via their left ventricular (lv) lead due to third degree heart block. During revision the rv lead was extracted and replaced. Upon connecting the new lead to the crt-d, noise was observed in addition to rv loss of capture (loc) despite lead values within normal limits as measured via the pacing system analyzer. The lead was disconnected from the device when the presence of blood/body fluid was noted in the rv lead barrel. The device was then explanted and replaced. When connected to the new device normal function was observed. It was also noted that a separate competitor pace/sense lead was in use at the time of revision as only the high voltage portion of the extracted lead was in use; however, no further information was available as to the reason. No additional adverse patient effects were reported. This crt-d and rv lead are no longer in service.